Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es drawer kept failing. The customer reported that the user was able to remove the medication from pharmacy and the malfunction occurred when the user was trying to issue the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 2 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's main drawer 3.1 failed frequently. The field service engineer (fse) resolved the issue by replacing the printed circuit board assembly (pcba) in the drawer board, inspecting all connections, reseating them, and verified functionality. The system functioned as intended after the field service engineer repaired the device.